Event description:
It was stated that the insulin pump gave an alarm multiple times during normal use. Troubleshooting was performed, and the unit passed the displacement and self tests.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the bolus delivery. The motor was tested outside the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The unit also had a cracked reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.